Event description:
Complainant alleged taht the clinicians were attempting to defibrillate a patient (age unknown), but the device displayed a "pads off" message. The clinicians applied fresh stat pads multi-function electrodes to the patient, and were able to successfully defibrillate the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The packaging for the electrodes used in the event was inadvertently discarded subsequent to the incident. Consequently, the lot number of the used electrodes is not known.